Event description:
It was reported that, during a meniscus repair surgery, the t2 anchor did not fire or release. A back-up device was available to complete the procedure as scheduled. The patient was not harmed.

Manufacturer narrative:
Four 72202468 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. The return was identified as only (B)(4) but there are three other complaints referenced. They will be evaluated together and the results shared with all four. The complaints stated: ¿the t2 anchor did not fire or release.¿ all devices were bent and damaged to some degree which ranged from fair to very poor conditions. Three devices have no anchors or suture returned. The fourth did. #1: delivery curve over exaggerated. Cycled but retracted with assistance. #2: depth limiter flared and creased. Bio tissue remains inside. #3: no needle damage. Depth limiter misshapen and creased. #4: visibly bent toward the left and downward. Difficult cycling but freed t2. Actuator jammed and rode up out of the distal tip due to disfigurement of needle. All device symptoms align with difficulty and probing while attempts to reach intended anchoring location. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the devices was confirmed. Products met specifications upon release to distribution.